Event description:
The patient underwent a thrombectomy procedure in the right m2 using the penumbra system. A reperfusion catheter and separator 032 were advanced into the m2 and aspiration was done for 28 minutes. The physician administered 3,000 units of heparin. After the thrombectomy, the patient's blood pressure increased significantly. An angiography revealed that a subarachnoid hemorrhage occurred centering the right fissura sylvia. The physician closely monitored the patient's condition and withheld any treatment. Approximately 15 days later the patient expired. The physician's comment: the intracranial hemorrhage occurred probably just after the procedure. The event is likely due to the way of the device manipulations, such as withdrawal. The relationship between the event, the penumbra system, and the procedure are unknown.

Manufacturer narrative:
Conclusion: hemorrhages are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00548. Device was disposed of by hospital.